Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen and infrascapular area on (B)(6) 2022 using the cooladvantage applicator and the coolcore and curve+ contour and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph on (B)(6) 2023.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Allergan aesthetics received a report of a patient treated the abdomen, infra-scapular, and flanks on (B)(6) 2022 with coolsculpting cooladvantage coolcore and cooladvantage+ coolcurve+ developed paradoxical hyperplasia (pah/ph). Diagnosed on 15/jun/2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, d4, g3, h6. Corrected data: previously reported device info updated and added to submission.

Event description:
Allergan aesthetics received a report of a patient treated the abdomen, infra-scapular, and flanks on (B)(6)2022 with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.